Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As the result of checking the subject device and the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, the cause of this event couldn't be determined conclusively. However, the incorrect connection between the subject device and the electrosurgical unit couldn't be ruled out as a contributory factor to the reported event.

Event description:
It was informed that the doctor used the subject device with the electrosurgical unit (vio100) during a colonoscopic polypectomy. Then there was bleeding from the patient. The doctor stopped bleeding by the clip. The doctor completed the procedure with the device. There was no other patient injury regarding this report. The doctor felt that the sd-5u-1 was dull.